Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the medium-large clip applier instrument for failure analysis. Investigation confirmed a bent grip, causing a misalignment. The offset at the tips was 0.21 mm. The grips were not found to be cracked. Instrument was functionally tested and failed clip application test. Instrument did not release the clip after the clip was applied. This confirms the customer reported event.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the 8mm medium-large clip applier instrument clip remains stuck in the instrument. 69 lives left out of 100. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the clip applier didn't work straight away, right from the start of the procedure. The operators tried 1 or 2 times - before changing the clip applier completely. The surgeon can't quite remember whether the problem was the clip not closing - or the difficulty of removing the clip applier once the clip was applied.